Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer were experiencing high blood glucose. Blood glucose level was 420 mg/dl, did a bolus 10 minutes ago and they want to calibrate but insulin pump not giving an option. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.